Event description:
It was reported that the bd bbl¿ mueller hinton ii agar plates had biological contamination upon arrival. Issue was noticed before use so there were no results reported to physicians and there was no patient impact. The following information was provided by the initial reporter: "plates showed upon arrival growth of unknown microorganism on the plates/media."

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bbl¿ mueller hinton ii agar plates had biological contamination upon arrival. Issue was noticed before use so there were no results reported to physicians and there was no patient impact. The following information was provided by the initial reporter: "plates showed upon arrival growth of unknown microorganism on the plates/media."

Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings on your recent complaint (B)(4)against mueller hinton ii agar (150 mm), catalog number 254081, lot number 2116887. Event description: the customer reported plates showing upon arrival growth of unknown microorganism on the plates/media complaint history review: the complaints trends were reviewed and a similar complaint was registered. However no trend was identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory and no deviations were observed. Sample analysis: the retain samples were reviewed and no deviation could be detected. Return samples were not provided however a picture sample was shared showing a contaminated plate. Evaluation results. At this stage of our investigation, we have excluded any systemic failure in our manufacturing process. This product does not have an sal (sterility assurance level) claim. It is filled aseptically, therefore an occurrence of a contamination event cannot be entirely ruled out. Please note that the valid standard for these products is din en 12322 "in vitro diagnostic medical devices - culture media for microbiology". According to this standard the contamination rate for each product lot must not exceed 4.9%. Based upon our continuous monitoring, we derive a contamination rate that falls below this specified value. According to our high quality standard, we only release product batches to the market with an aql (acceptable quality level) = 0,65. Although this contamination level is very low, we cannot completely exclude that a customer may receive contaminated plates. Investigation conclusion based on the evaluation and the provided picture, the complaint was confirmed for contamination. A definite root cause could not be determined. Bd regrets the inconveniences you have been experiencing due to this issue and will continue monitoring incoming similar complaints.. We would suggest that you set aside, and not use, any prepared plated media that does not meet the appearance specification as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. ¿good practices for pharmaceutical microbiology laboratories¿, who technical report series, no. 961, 2011, annex 2; chapter <1117> ¿microbiology best laboratory practices¿ the united states pharmacopeia; and the difco & bbl manual).